Manufacturer narrative:
A specific cause for the patient outcome as well as a direct correlation to heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(4), could not be conclusively determined through this evaluation. It was reported that hmii lvas, serial number (B)(4), would not be returned for evaluation. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The hmii lvas instructions for use instructions for use (IFU), rev. C, is currently available. ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's wife stated that the patient was not feeling well during the day leading up to the patient collapsing in their home. The patient's wife reported that the patient passed away prior to emergency medical services arrival to their home. The device operated as expected per the patient's wife, as there were no alarms or abnormal parameters noted. The patient passed away on (B)(6) 2023.